Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were (B)(4) additional complaints associated with the lot for the reported issue. One probe complaint sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to cut correctly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that toward the end of the probe being used in surgery the adhesive bond failed causing the extension to become detached from the coupling. An investigation has been initiated to lower the occurrence of probe complaints for detachments. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during surgery. The aspiration functionality is unknown. The product was replaced and procedure completed with no patient harm. A sample has been requested for evaluation.